Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he lost to sensors due to bleeding at the site. Customer reported current blood glucose level is 125 mg/dl. Troubleshooting was performed for the sensors. Customer reported that blood was visible at the sensor connectors. Customer was advised to change out sensor. Nothing further reported.